Event description:
Lasik performed with visx star laser to correct myopia and astigmatism. Resulted in residual astigmatism in left eye and blurry vision in low light in both eyes. Lasik changes the curvature of the cornea, thus changing the path of light rays to the retina. The result is less vision in any situation except full sunlight or strong artificial light.